Event description:
It was reported that the patient experienced increased pain. A volume discrepancy occurred when most of the patient's medication had "returned on refill." A catheter dye study was not done. The patient's pump was replaced. It was noted that at the revision, they had good csf return. The medication being delivered via the device system was fentanyl.